Event description:
The affiliate reported that the patient was having a drain placed for a major thoracic procedure. The tip of the drain broke off / sheared and was left in the patient. They were unable to retrieve the piece and the surgery was cancelled.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.